Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was intermittently responsive and required multiple button presses. The keypad cover was removed and evidence of contamination was found under all of the key contacts. Evaluation also revealed multiple cracks in the battery compartment and revealed a dim and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact. The ok and contrast keypad buttons were intermittently responsive and required multiple button presses. The up arrow and down arrow buttons responded appropriately during testing. The keypad cover was removed and evidence of contamination was found under all of the key contacts. Evaluation also revealed multiple cracks in the battery compartment and revealed a dim and discolored display screen. Unrelated to these issues, the contrast button was found to be hard to press and required increased force to elicit a response. The contrast has no effect on insulin delivery function. Also unrelated, the label on the back of pump was damaged/peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).